Event description:
It was reported that a purge failure occurred while the intra-aortic balloon pump (iabp) was in use while on the patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the purge failure alarm is confirmed. The pump alarmed purge failure (8) during power up. The stain residue on the back of u33 was noted during visual inspection which may result of the alarm. A potential cause of component damaged due to contact of unknown liquid. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a purge failure occurred while the intra-aortic balloon pump (iabp) was in use while on the patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.